Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer two in the main was not on bus. A field service engineer inspected the device and replaced the defective drawer controller printed circuit board (pcb) in main drawer two and verified proper operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure, unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus and it had an issue with printed circuit board. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure, unable to recover. As per part investigation, it was determined that visible damage observed on the component q501 of the received pcba fh cubie pmc. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI). Part analysis: the report of the va medstation es station drawer failure was confirmed during fse testing. According to work order (B)(4), field service engineer arrived at med station to find that drawer two in the main was not on bus. Through investigation, it found that the drawer controller pcb was defective. The fse replaced the drawer controller printed circuit board (pcb) and verified proper operation through the application with the pharmacy technician. The system functioned as expected after the field service engineer repaired the device with no further issues observed. Dchu investigator received one (1) used pcba fh cubie pmc during visual inspection was confirmed that component q501 was detached from the board. Due to the damaged electronic component observed during external inspection, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for the reported bd pyxis¿ medstation¿ es drawer failure was determined as a visible damage observed on the component q501 of the received pcba fh cubie pmc, since it was observed to be detached during visual inspection, which caused the drawer not being detected on bus.